Event description:
This report is to advise of an event observed during analysis.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. (B)(4). No complaint was received with return of the device. Failure (event) observed during analysis. Final analysis found that a partial lead was returned. The insulation was abraded at 10.2 cm to 10.7 cm from the helix end and at 42.3 cm to 42.4 cm from the helix end. Abrasions are indicative of exposure to constant friction with another implantable device.

Event description:
It was reported that low impedance was observed on the atrial lead. The lead was explanted and replaced.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. This historical complaint is being filed as part of a retrospective review of complaint files in response to a recent FDA inspection. There is no change to the actual performance of the product and this report only represents an enhancement to the reporting criteria going forward.